Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the sample was not available, however the customer has provided photographs of the defective sample. Evaluation summary: during inspection of the customer provided photographs, air was noted in the tubing of the set. However, the cause could not be identified.

Event description:
It was reported that a basic solution set filled with air bubbles during patient use. This event occurred during infusion with a sigma spectrum pump. A solution of vancomycin was being infused when this event occurred. It was reported that the air bubbles appear only after the pump has been running; the bubbles appear to be sticking to the tubing. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.